Event description:
It was reported the right atrial (ra) lead was damaged during a lead extraction and had high threshold and low sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted and there was blood/body fluid on all conductors (not obstructed). Also the inner insulation was torn and the inner and outer insulation were kinked/buckled. The outer insulation had cosmetic environmental stress cracking, a white substance and had a cosmetic depression. The helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a damaged guidetooth, there was apparent explant damage and the lead was stretched.